Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was damaged due to fall. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by a philips bench repair technician (brt). It was confirmed that rear case, front case, silicon keys and labels need to be replaced. The rear case, front case, silicon keys and labels were replaced and device successfully passed all required tests. The device was sent back to the customer site and no further evaluation is required at this time.